Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally announced three meals instead of one after finishing a meal, resulting in extra bolus delivery; current blood glucose was 273 mg/dl, and troubleshooting and education were provided on reviewing meal announcement history to prevent recurrence. Symptoms included no reported adverse effects and the user felt fine. Outcomes included user instruction to monitor closely and compensate for potential hypoglycemia risk due to excess insulin, with no alerts or alarms and no medical intervention required. Investigation included customer interview and review of device use and user education. Investigation of this case revealed user error related to accidental multiple meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.